Event description:
It was reported that the clinician attempted to connect the patient's controller to the heartmate touch and system monitor. The data was not transferring over. The clinician then tried a different system and still no data was transferred. The controller was exchanged, and the data was retrieved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of data not transferring over between the monitors and system controller was not confirmed. There was no photos or log files submitted for review. System controller was not returned for analysis and was disposed. The provided information indicated that the clinician attempted to connect the system controller with the heartmate touch and system monitor. There was no data transferring over. The clinician then tried a different system and the issue persisted. The controller was exchanged, and the data was retrieved. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ no further information was provided. The manufacturer is closing the file on this event.